Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 30502301, tissue valve, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that the right atrial (ra) lead dislodged and pulled back into the pocket. A lead revision was not successful, as venous access could not be obtained. The lead was removed and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal conductor of the lead was extrinsically over-rotated, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, and visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.